Event description:
On (B)(6) 2018 a patient received a perceval pvs27 as part of the sure-avr trial. The manufacturer was notified that on (B)(6) 2018 the patient received a pacemaker implant for a new conduction abnormality - avb iii. The patient was discharged normally and no adverse events have been indicated by the site or trial database.

Manufacturer narrative:
The manufacturer was unable to acquire the serial number for the device in question. As a result the device history records (DHR) could not be reviewed for this device. If the manufacturer receives any additional information identifying the serial number at a later date the DHR review will be completed and the competent authority will be updated. As the device was not received for analysis, no device investigation can be performed and the root cause of the event cannot be determined. However, based on the document review performed, no manufacturing deficiencies were identified. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is, therefore, a known, inherent risk of the procedure, and it is listed among the potential adverse events in the perceval IFU.